Manufacturer narrative:
A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. Since complaint description is vague complaint investigator requested clarification on adaptor being "too fragile and it breaks regularly along with a request for phot and/or sample. A dimensional and functional investigation of the product was not returned. The device history review was performed on 040 adaptor lot bh14. The adaptor lot number was determined by cross referencing the water product lot number specified in the complaint. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. No sample available from the customer to investigate. Teleflex will continue to monitor feedback from the customers on issues related to humidifier adaptors breaking or being too fragile prior to or while being in use. A sample is needed to properly assess failure and determine root cause. Complaint not confirmed. Root cause unknown.

Event description:
The event is reported as: the customer alleges that adaptor is too fragile and it breaks regularly, causing an oxygen leak. No clinical consequence or injury reported.